Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead cathode dislodged during the implant procedure. It was further reported that the lv lead was no longer getting a r wave or bipolar capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.